Event description:
Testing yields low probability identification due to false lysine results. Results visually were positive but the walk-away read the lysine as negative. The correct results were reported to the physician and treatment was not delayed or withheld. There are no reports of adverse health consequences associated with the discrepant results.

Manufacturer narrative:
Eval, method: actual device not evaluated - comparison to another test method. Results: visual examination of panel results to the instrument. Conclusion: no eval will be performed. Confirmed discrepancy between visual and instrument reads. There are no reports of adverse health consequence associated with the discrepant results.